Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported alarms while connecting to the pbu/power module was confirmed during analysis. During functional testing, movement of the white power lead at the connector end resulted in low battery and power cable disconnect alarms and interruption in pump support while connected to the power module. Upon further eval, the white power lead was found to have a compromised brown wire (battery fuel gauge line) at the connector end. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced alarms when she was connecting her system controller to the power base unit (pbu). The pt and her husband tried exchanging her power base unit with a new power module w/o resolution. A week prior to the event she experienced a brief red heart alarm while on batteries. The pt's husband exchanged the power cord and while checking all of the cables and connections, he found that the system controller alarmed when he maneuvered the white power lead of the controller. The pt's husband exchanged her system controller and they were able to connect to the pbu w/o any alarms. The pt remains ongoing.